Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm vessel sealer extend (vse) instrument was not recognized by the system properly. Once the vse instrument was recognized by the system, the wrist function was not good. When removing the vse instrument, it got stuck in the trocar. After that, the vse could no longer be used. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm vessel sealer extend (vse) was analyzed and found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open and close properly. The dislodged grip ring likely caused the grips to get stuck in the trocar. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter.